Event description:
There was difficulty implanting this ventricular lead at a philos ii dr implant. It caught on the tricuspid valve a couple of times. At implant, the ventricular threshold was 0.8v, r-waves were 16mv, and the ventricular lead impedance was 1750 ohms with the analyzer. One day post-implant, the ventricular threshold measured 0.4v, r-waves were 17mv, and bipolar or unipolar lead impedance measured >3200 ohms with the programmer. Two days post-implant, the threshold was 0.9v and impedance was still >3200 ohms. Another lead was implanted and patient was ok.